Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer reported questionable calcium results for an unknown number of patient samples outside of the laboratory. The results were questioned by the doctor and approximately five samples in questioned were repeated. Data was provided for four patient samples. Patient 1 initial result was 1.94 mmol/l and the repeat result was 2.35 mmol/l. Patient 2 initial result was 1.92 mmol/l and the repeat result was 2.31 mmol/l. Patient 3 initial result was 1.91 mmol/l and the repeat result was 2.48 mmol/l. Patient 4 initial result was 1.83 mmol/l and the repeat result was 2.30 mmol/l. There was no allegation of an adverse event. The reagent lot number was 221425. The expiration date was requested but was not provided. No results for other assays were affected. The field service representative noticed the wash nozzle on the rinse station was dripping back into the cuvettes. He found the vacuum diaphragms were old and one was slightly split causing a vacuum abnormality. The valves were cleaned and the diaphragms replaced. The rinse station tubing was inspected, but no damage was found. The calibration and qc data provided did not indicate a reagent issue. Further investigation determined the root cause was too little sample volume in the reaction due to a sample quality issue or most likely due to dilution in the cuvette caused by the issues found by the field service representative.